Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. It was previously reported by the patient that the implant site had purplish red streaks and bumps on the skin. The healthcare provider had told the patient that the implant site was fine. Our patient services (ps) had referred the patient back to their physician.